Event description:
It was reported that after customer performed the preventative maintenance, their laser kept shutting down and displayed "a" and sometimes "b" output energy too low error messages. Further investigation by field service found the internal local loop detector was not functioning. No injuries were reported.